Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was not confirmed. The evaluation could not find the b30 error but found the scope had defects. The insertion tube had multiple heavy dents and the distal end was damaged. Non-olympus 3rd party repairs were noted with the bending section adhesive. Additionally, the bending section cover was crushed; and the objective lens cement was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when connecting the evis exera iii bronchovideoscope to the processor, the following error code - scope communication error (b30) displayed on the screen during a bronchoscopy. Multiple attempts to rectify issue, including turning the processor off/on, and re-attachment scope was attempted without success. Another h190 scope was obtained, and the procedure was completed. No delay was noted. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (b30), though not confirmed likely was physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device-unit. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result.¿ olympus will continue to monitor field performance for this device.